Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm, motor position encoder error and black dot and flashed screen. The customer stated they were not able to clear the alarm. Customer stated that drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested outside the device and passed. Device passed self test no frozen screen or any alarm noted. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file.